Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a right hemicolectomy procedure on (B)(6) 2015 for ascending colon cancer stage iii and an absorbable adhesion barrier was used. The barrier was used at the small incision on the greater omentum. On (B)(6) 2015, the patient developed a surgical site infection in the superficial part of the incision. The patient experienced pain and tenderness in the incision part. Inflammation, tumefaction and hot-flash were reported. Incision and drainage was executed regardless of the result of the incubation. The patient was discharged on (B)(6) 2015. No additional information was provided.